Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable determine a conclusive cause for the reported stent dislodgment prior to use. Based on reported information, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 2.50x28mm xience alpine stent delivery system (sds) after removal of the protective sheath it was noted that the stent dislodged from the balloon. The sds was not used and there was no patient involvement. An unspecified xience alpine stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.